Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Damage of this type can result from an interaction with patient anatomy and/or interaction with accessories (rhv, gc). In this case, and with the information received, the reported difficulties appear to be related to the moderately calcified lesion; however, without the device to examine, no determination can be made as to the root cause of the reported balloon rupture.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion had moderate tortuosity, moderate calcification with 99% stenosis. Pre-dilatation was done with another company's 3.0 x 30 mm balloon and the zeta 3.5 x 33 mm was delivered to the lesion. Blood was coming into the indeflator when air was removed from the balloon; therefore, the zeta was removed from patient's body and another company's 3.5 x 30 mm stent was implanted instead. The balloon rupture was confirmed and it was noted that it might have been caused by calcified lesions. No additional event or patient information is available.